Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over-infused during total parenteral nutrition (tpn) (cyclic 2-in-1) infusion and the bag ran dry. There was no report of patient injury or medical intervention associated with this event. No additional information is available.